Event description:
Failed right acetabular metal-on-metal birmingham hip resurfacing component with loosening of the prosthesis and metallosis. The patient had complaints of increasing pain and difficulty with her hip flexors, and was walking with an unstable gait. Several months ago the patient underwent right revision of the right acetabular component. Operative findings were a loose acetabular component, inarticular fluid, and iliopsoas fibrosis.